Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer states that one patient sample generated architect cyclosporine assay results of 120, 175, and 145 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
No returned materials from the customer site were used during this evaluation. A precision run was performed with reagent lot 07011m500. (B)(4). An accuracy run was also performed using two separate lots of panel samples (lots aam223 and aac442). All generated values met acceptance criteria for their respective mean for each lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect cyclosporine assay package insert contains information to address the customer's current issue. Based on the results of the current evaluation, the architect cyclosporine assay is performing as intended and no additional product issues were found. A product deficiency was not identified.